Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a new cartridge onto the pump. The customer filled the cartridge with 100 units of insulin. Customer added insulin and was successfully able to load the cartridge. Customer's blood glucose was 171 mg/dl.